Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00169 on 02-aug-2024. Additional information (05-aug-2024): auto-check performed on the day of the event ((B)(6) 2024) demonstrated a dirty reaction water bath. There were no process errors that could contribute to a discordant result at the time the sample was processing. Quality control recovery was within range, without evidence of imprecision or outliers; hence, there is no indication of an instrument or reagent malfunction. Furthermore, the sample was collected in a urine container. Then, it was poured into screw cap pour off tube and was not centrifuged prior to analysis. The initial results were generated on (B)(6) 2024 and the repeat results were generated on (B)(6) 2024. Siemens cannot rule out particulates, precipitate, or debris in the sample that impacted the sample results as particulates, precipitate, or debris could have settled in the sample after 72 hours of storage, which could explain the differences in results. Siemens further evaluated the event and determined that preanalytical sample handling issue(s) or a sample specific issue potentially contributed to the event. The investigation conclusion code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated creatinine_2 (crea_2) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) and calibration were acceptable at the time of sample testing. Siemens remotely reviewed instrument data. The instrument data did not demonstrate any instrument abnormalities and there have not been any qc issues or evidence of additional patient samples impacted. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a falsely elevated creatinine_2 (crea_2) result obtained on a patient sample on an atellica ch 930 analyzer. The initial result was reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered lower than the initial result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated crea_2 result.